Event description:
Early 60¿s male with history of crohn's disease and recent increased abdominal pain x 4 days. Procedure: meserterine angiogram. The coil was bent when removed from packaging. Packing stored on shelf in original box. Not used on patient. Manufacturer response for device, vascular, for promoting embolization, concerto detachable coil system (per site reporter). Will obtain.